Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dark during a regular inspection in the medical exam (me) room. There was no reported delay in therapy as there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the screen was dark during a regular inspection in the medical exam (me) room. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The user interface (ui) assembly was replaced, and the issue was resolved. While this issue has been resolved, additional issues were observed during further evaluation of the device and are being addressed in subsequent cases.

Manufacturer narrative:
H10: the customer called technical support to report that the screen was dark during a regular inspection in the medical exam (me) room. After evaluating the device, the manufacturer's product support engineer (pse) confirmed the reported issue as the user interface (ui) assembly was found to be faulty and needed to be replaced. A service proposal for repair was sent to the customer for approval. The investigation is ongoing. H11: d4 - product UDI